Event description:
While using a byte night aligners, patient reported that they were examined by a dentist. The dentist findings for a consultation regarding a bump in mouth. Clinical exam revealed a 5mm lesion on the gingiva of the right posterior mandible. A subsequent biopsy was taken. Final diagnosis revealed ulcerated granulation tissue, hemangioma type. The clear aligner therapy had compromised oral hygiene along with irritating the gingiva causing excessive growth. It is recommended that the patient discontinue clear aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.